Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation a comprehensive leak test was performed and found that there was leakage from the control body. The most likely cause of fluid ingress is during the manual leak check or during the cleaning process and is therefore typically attributed to user handling. Upon further inspection it was observed that there was no image and a scope communication error (e315) displayed when the scope was connected and turned on. When the plug body as dismantled, fluid ingress and corrosion was evident. Referencing a quality trend analysis for the reported event it has shown that fluid inside the plug body can result in image issues temporarily affecting the video image and other electrical functionality. Upon further inspection, it was observed that he light covers glass had a scratch. It was also observed that approximately 50% of the fibers were broken affecting the light transmission. It was observed that the distal end cap was damaged. It was also observed that there were crush marks evident on the insertion tube. It was observed that there was excessive fluid/ water ingress in the scope connector. It was observed that the grip in the control body was leaking. Additionally, it was observed that the biopsy port in the control body was leaking. Lastly, it was observed that the up and down angle was not to specification. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error code e315. There were no reports of patient involvement.